Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with blood glucose levels over 500 mg/dl after experiencing multiple no delivery alarms and bent cannulas. The customer was also vomiting excessively. Troubleshooting was performed, and the insulin pump failed the prime test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.